Manufacturer narrative:
Manufacturing site investigation is on-going. Device not returned.

Event description:
Country of complaint: (B)(6). During an l5/s me-tlif procedure, the cage was slanted. The cage was removed due to incorrect positioning. When being re-inserted with a prospace inserter, looseness was noted. The surgeon attempted to remove again, however, the cage was broken and only partially removed. The broken parts were removed using a ronguer, however, not all parts were retrieved. A new cage was placed. There was a surgical delay caused by the attempts at removal of the small broken pieces and placement of a new cage.

Manufacturer narrative:
Investigation: used test and analysis equipment: keyence vhx 600 d digital microscope; panasonic dmc tz8 digital camera. We made a visual and microscopic investigation of the fragments. Conspicuous was the abraded plasmapore surface at the connection area. This is a sure hint for extreme forces during implantation. The inner side of the connection area shows strange marks, probably caused by an instrument during removing the fragments. Batch history review: the manufacturing documents have been checked and found to be according to specification valid during the time of production. Conclusion and root cause: the root cause of the problem is most probably usage related. Rational: without further knowledge about the circumstances, we assume, that the implant was inserted with too high mechanical forces (hammering). A material defect or manufacturing error can be excluded. No CAPA is necessary.